Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 52mm; cat# 542-11-52e; lot# mnj42e; delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 47899402; size 4 accolade ii 132 deg; cat# 6720-0435; lot# 47691305; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient with primary tha on (B)(6) 2014 by dr. (B)(6), patient developed pji and required resection arthroplasty (1st. Stage) (all components exchanged) by dr. (B)(6) on (B)(6) 2017. Second stage reimplantation was performed in (B)(6) 2018 (off-label) by dr. (B)(6).